Event description:
It was reported that the bd safe-clip¿ needle clipping device was damaged. The following information was provided by the initial reporter: it is communicated to the patient's line requesting needles, likewise, it refers that: "the needle cutter is rusting because it does not open well and instead of breaking the needle it bends it."

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the video provided. One video pertaining to a bd safeclip was provided. The customer reported that the needle cutter is rusting because it does not open well and instead of breaking the needle it bends it. The video was examined, and it was observed that the user was not able to fully insert the patient end (pe) cannula of a pen needle into the aperture of an open safeclip device. It could not be determined what was prohibiting the cannula from easily entering the aperture of the safeclip based upon the video alone. A device history record review showed no non-conformances associated with this issue during the production of this batch. Based on the photo received, embecta was unable to confirm the customer¿s indicated failure (difficult/unable to operate). A root cause for this issue could not be determined since it could not be observed as to what was preventing the safeclip device from operating properly from the video provided and no physical sample was returned.

Event description:
It was reported that the bd safe-clip¿ needle clipping device was damaged. The following information was provided by the initial reporter: it is communicated to the patient's line requesting needles, likewise, it refers that: "the needle cutter is rusting because it does not open well and instead of breaking the needle it bends it.".

Manufacturer narrative:
The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is nypro, mx. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number.